Event description:
Unit returned by distributor with no stated problem. Service evaluation on 01/02/98 showed unit not charging. Source facility has been unable to gain information from hospital other than no patient involvement and unit showed error code 001.